Event description:
It was reported that an ilet user experienced hypoglycemia, self-treated with juice and ovaltine without a confirmatory fingerstick, then subsequently had hyperglycemia due to overtreating the low. Blood glucose began trending down as the device¿s correction algorithm acted; guidance was provided to treat lows with 10¿15 g fast-acting carbohydrate and to confirm recovery with a fingerstick, and to announce the upcoming meal. Symptoms included hypoglycemia reaching 53 mg/dl followed by hyperglycemia peaking at 284 mg/dl. Outcomes included temporary interruption of normal activities and the need for user coaching. Investigation included customer interview, device use history review, and assessment of user technique and therapy settings. Investigation of this case revealed user-related overtreatment of hypoglycemia and appropriate device-driven correction thereafter. It was concluded that the event was related to use error in hypoglycemia management, with the device functioning as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.